Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, inflammation, pustules, infection, abscess, pus and swelling on the needle puncture site. The patient consulted a general practitioner and an oral antibiotic flucloxacillin 500 mg (4 times a day 1 week) was prescribed and the area was treated with antiseptic cream. At the time of the report the area was still healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).